Event description:
The following has been reported: biomed reported: "unresponsive and ghost touch screen patient harm: no. A preliminary review identified the following issue: random touches registered an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for random touches registered. Upon return, the device was found to register touch input without any user intervention. An internal investigation was opened to address this issue. A resistance measurement was taken from the lcd retaining arm to chassis ground and the multimeter read open line until the grounding clip was re-seated to make better contact with the chassis, at which point the measurement was 0.4 ohms. As a corrective action, the lcd and the programmed main pcba will be replaced during the repair process to restore the device to a compliant operational state.